Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning due to fluid leakage caused by a hole at an unknown location. The device was explanted and replaced. No patient complications were reported.